Event description:
This report is being filed after the subsequent review of the following journal article: hirschmann, m., fallegger, b., regazzoni, p., gross, t. (May 2011). Clinical longer-term results after internal fixation of proximal humerus fractures with a locking compression plate (philos). Journal of orthopaedic trauma, 25: 286-293. The aim of the study was to investigate the subjective and objective longer-term outcomes after fracture fixation with the synthes proximal humerus interlocking osteosynthesis (philos) plate. 57 patients (male:female = 15:42; mean age at surgery 65 years) were followed for a median of five years after injury. Objective and subjective outcome improved significantly during the overall follow-up, mostly in reoperated and younger patients within the first postinjury year. Concurrent treatment included a non-synthes cancellous bone graft in 34 of 57 patients with extended metaphyseal defect and/or destruction of the medial cortical arch and non-synthes nonresorbable sutures for tension band fixation of fractured tuberosities in 42 of 57 patients. Fourteen patients required surgical revision due to product related problems, ten patients demonstrated an insufficient result due to pain or restricted abduction (less than 90 degrees). One patient underwent athroscopic adhesiolysis as a result of restricted motion. This article summarizes postoperative findings from other published articles. This report is for an unknown locking compression plate (philos). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event: hirschmann, m., fallegger, b., regazzoni, p., gross, t. (May 2011). Clinical longer-term results after internal fixation of proximal humerus fractures with a locking compression plate (philos). Journal of orthopaedic trauma, 25: 286-293. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional device info: this report is for unknown locking compression plate (philos). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.